Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report filed, a sus voluntary medwatch report (mw5068932) was received. Event description: the 6-french sheath was attempted to be removed using a perclose hemostatic device. However, the device became lodged in the common femoral artery and the patient was taken to the operating room and this was removed under general anesthesia with an open endarterectomy. Dissection was done until the femoral artery proximally was dissected at the level of the inguinal ligament. The rest of the loops were controlled distally. Dissection was done from more distal to the perclose was also looped and the rest of the femoral artery was dissected and it was cleared. At this time, there was a suture where the perclose was noted and right below the knot was transected; however, the suture would not come out as it was stuck in the perclose device. With this in mind, the perclose was transected right at the level of the artery and this was removed with it still attached to the perclose device, and the perclose came out without any problem. Once it came out, then the suture could be removed from the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an angioplasty procedure. Reportedly, the proglide device was difficult to remove. The lever was closed to close the foot. The patient was taken to surgery for device removal. There was a clinically significant delay in the procedure due to the surgical removal of the device. Medication, effient, was given due to the issue with the proglide device. The patient did well postoperatively. The physician is reportedly trained in the use of the proglide device. No additional information was provided.